Manufacturer narrative:
This is one event (death) on the patient involving three separate products and associated with mdrs: 1225714-2014-03985 and 1225714-2014-03986.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unk date in 2010 and subsequently expired after the use of the product.